Event description:
The manufacturer received information alleging a failure of the ventilator to charge its internal battery. The device was not in patient use. During the evaluation of the device by a field service engineer, the customers complaint was confirmed. The device's internal battery needs replaced to address the issue.